Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon had a partial stapling. Another device was used but had the same issue. The staple line was fixed by re-stapling and resecting.